Event description:
Reporter stated that a pt's non-fasting capillary blood glucose was tested, using the suspect device, with back-to-back results of 501 mg/dl and 393 mg/dl. Reporter noted that, < 10 minutes later, a venous sample was obtained from the pt and, when tested in the facility's lab, measured 167 mg/dl. Reporter indicated that pt was not treated based on the values obtained on the suspect device. No pt injury was reported. Reporter noted that quality control testing had been performed on the suspect device and the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.